Manufacturer narrative:
B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the power cord was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service on a flogard pump, a damaged power cord was observed. There was no patient involvement. No additional information is available.